Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone with concentration 5 mg/ml at a dose rate of 0.2401mg/day via an implantable pump for non-malignant pain (chest wall). It was reported that a pump refill occurred on (B)(6) 2016 and a drug concentration change occurred and an additional drug was added to the pump. A bridge bolus programming error however occurred; the dose was entered incorrectly. The hcp programmed a bridge bolus and used the old dose for the bridge. The duration was to be 270 hours and 14 minutes. The bridge had been infusing for 97 hours using the old dose and the hcp wanted to reprogram the remaining bridge bolus (priming bolus) using the new dose. The patient was also noted to have cancer pain and had to wait too long for the dosing increase and has pain. The change in symptoms/therapy occurred gradually. They had now decided to reprogram the remaining volume and use the increased or new dose. The volume to be infused was 0.194 ml and the volume left / remaining was 0.346 ml. The priming bolus volume was 0.346 ml and the duration was 115 hours and 21 minutes. A modified bridge was programmed as a priming bolus. The new medications administered were as follows: hydromorphone with concentration 2.5mg/ml at a dose rate of 0.3599mg/day and bupivacaine with concentration 4 mg/ml at a dose rate of 0.575 mg/day (calculated). Based on the new concentration, the new bolus dose that was to be given was reviewed and confirmed via a clinician programmer and the issue was noted as having been resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer.

Event description:
Additional information was received from a healthcare provider (hcp). The serial number of the programmer was (B)(4).

Event description:
The following was previously reported in manufacturer's report #3004209178-2016-07225: [information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The patient's indication for use (IFU) was listed as cancer pain. A bridge bolus was programmed on (B)(6) 2016 that would last 11 days. The healthcare professional was not aware the patient would not be able to use their personal therapy manager (ptm) for the bolus duration. The patient was not getting good pain relief. The change in therapy/symptoms was considered sudden.] A session data report was provided. The pump was examined at (B)(6) 2016, and the last changed was performed on (B)(6) 2016. The pump contained hydromorphone 2.5 mg/ml at 0.3599 mg/day and bupivacaine 4 mg/ml at 0.5758 mg/day. A bridge bolus was in progress at the time of the examination, and 173 hours 28 minutes remained. An update was made on (B)(6) 2016. The bridge bolus was cancelled as the patient was not getting enough pain relief and the bolus was 270 hours long. The bridge bolus was programmed longer than had been needed. They were able to fix the issue after speaking with medtronic technical services. A priming bolus was reprogrammed to act as the bridge bolus with the remaining catheter at the new devised daily dose of 0.3599 mg/day. The priming bolus was to last 115 hours 21 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.